Event description:
It was reported that patient experienced unspecified issues with an inflatable penile prosthesis (ipp) reservoir. The ipp reservoir was explanted and a new 65ml ipp reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.